Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had inaccurate infusion volume. Rate accuracy test was then performed on the pump module and per report, "the value was out of range." There was patient involvement, but the outcome is unknown. Bd has learned additional information. It was reported that the pump in question that was allegedly showing "incorrect volume" has been "repaired in the spot" and was placed back to use. Furthermore, it was discovered by the customer that a possible reason for the alleged inaccurate infusion volume was due to "fluid bag issue which is completely out of our pump", according to the customer (i.e., bag overfill). Although requested, no further information was provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device had inaccurate infusion volume. Rate accuracy test was then performed on the pump module and per report, "the value was out of range." There was patient involvement, but the outcome is unknown.